Manufacturer narrative:
(B)(4)

Event description:
It was reported by the medical professional that the patient had been explanted on (B)(6) 2016 due to an infection. It was later confirmed that only the generator was explanted. The lead was irrigated and left in place. Product analysis of the explanted generator was completed and no potential contributing factors related to the reported infection were found to exist. The generator diagnostics were as expected for the programmed parameters and a comprehensive electrical evaluation showed that the generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator. A review of the DHR for both the lead and the generator confirmed sterilization prior to distribution.